Event description:
Midline placed 4/15/97. Procedure tolerated well, good blood return and flushed easily with nss. On 4/18/97, 8 pm, was called to to assess midline. No blood return. When trying to flush with nss, fluid around area of injection site, clean fluid flowing out. Elbow appears to be full of fluid. Removed midline. Small hole found in low part of cath. Cath saved.